Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 23mm aortic bioprosthetic valve was implanted and explanted during the same procedure. After the patient was weened from bypass, a transesophageal echocardiogram (tee) was performed which indicated paravalvular leak (pvl). As a result, the valve was replaced with a non medtronic valve. No other adverse patient effects were reported.